Event description:
It was reported that the insulin pump has cracks near the battery compartment. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Insulin pump received with broken battery tube threads and with severely scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.